Event description:
It was reported that an ilet pump was dropped onto asphalt, resulting in a shattered screen and an unusable display. Symptoms included no injury and no physiological effects. Outcomes included interruption of device usability and the need for a replacement device, with data not transferred to the replacement and the user needing to complete startup again. Investigation included collection of event details, verification of device operability, and user education on shutdown, data syncing to the mobile app, and continuation of cgm use. Investigation of this case revealed device damage consistent with accidental physical impact, with the screen/display component affected and no associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to accidental damage.